Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The patient has a history of a right internal iliac occlusion with some collateral flow. The aortic neck and other vessel morphology at the time of implant were not reported. It was reported that after the bifurcated stent graft was implanted; after an angio run, it was noticed that it had moved slightly downward and was approximately 15 mm below the left renal. The reason for the device slippage was not reported. A 26 mm aortic cuff was placed proximally without issues. No endoleak was seen after deployment. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: (unknown cause of stent graft movement after deployment, no films were provided, vessel morphology is unknown). (Required secondary intervention).